Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately two years post implant of this bioprosthetic aortic valve, this device was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from this patient's physician that prior to this valve replacement procedure, the patient had been symptomatic four to six months with chest pain. This valve was replaced after an echocardiogram showed the valve was implanted improperly. The valve was pitched off-axis, resulting in artificial stenosis and a large paravalvular leak due to the implant angle. There was no problem with this explanted valve. The replacement was due to this technical error upon implant. During this valve replacement procedure, stitches had pierced the anterior leaflet of the mitral valve resulting in moderate regurgitation of the native valve, and necessitating its replacement. Patient otherwise tolerated procedure well and no other adverse patient effects were reported. Patient weight added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.